Event description:
Rptr had silicone implants replaced with saline breast implants. A few months after surgery, symptoms from the silicone implants had not gone away and continued to get worse. Rashes on face and neck, hair loss, extreme fatigue, muscle weakness, bloating, chemical sensitivities, food allergies, hot flashes, weak back, numbness in leg, foot, arms and hands, memory loss, concentration problems. Eye sight very blurred and weak, nipple numbness. The same rptr is referred to in 1003068.